Event description:
Manufacturer reference number: (B)(6).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer reference number: 214567.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- x-ten. As it was stated, the seal fell off from the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the light head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. The possible root cause of the issue is related to the malfunction of control rod inside of the light head, as its main purpose is to hold the front and back covers together. Fallen light head seal is visually detectable during the daily inspection performed by users. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site. H3 other text : device not returned by manufacturer

Event description:
On 28th may, 2019 maquet sas became aware of an issue with one of surgical lights- x-ten. As it was stated, the seal fell off from the device. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling into sterile field or during procedure might be a source of contamination.